Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose level of 401 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back up plan but the customer reported that she wanted to monitor her insulin pump for another 24 hours. The product was not returned. Nothing further to report.